Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast reconstruction revision with a 550cc mentor smooth round moderate plus profile saline breast implant on (B)(6) 2009. In 2014, the patient reported that she experienced right-sided pain under the arm, around the shoulder blade, and over to the chest bone. The patient reported constant pain, and that her right breast wills well to triple its original size. The patient stated that no leaks were identified when she underwent an ultrasound. No device issue, such as deflation, was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.